Event description:
It was reported that during prostrate procedure there was "diminished vaporization efficiency". A second fiber was used to complete the procedure. Pt was reported to be "fine".

Manufacturer narrative:
Fiber analysis: the fiber exhibited a circumferential fracture of the glass cap distal to fiber/cap fusion zone. Based on the analysis findings, the fiber/cap conditions may cause forward firing. The root cause of the device failure was determined to be heat accumulation. Due to anatomical/procedural factors encountered during the procedure, the fiber cap wear was accelerated.